Manufacturer narrative:
As received, a partial lead was returned in two pieces for analysis. Visual inspection found the inner coil to be fractured adjacent to the distal ring electrode. Mechanical inspection found filars to be fractured; helix inspection was not able to be performed due to the helix not returning for analysis. Electrical testing revealed no indication of conductor fractures or internal shorts. All other damage was consistent with that occurring at time of explant. The root cause of the helix housing damaged/separated was not confirmed as the helix was not returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. Fluoroscopy revealed a tear in the lead near the helix. The lead was explanted with the helix remaining anchored in the cardiac tissue, and a new lead was implanted. The patient was stable with no consequences.